Manufacturer narrative:
Investigation completed 7/13/2017. Device history record reviewed for product ID a3059, serial # (B)(4) was manufactured on 21oct16 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. A two year look back from 06/22/2015 to 06/22/2017 for this reported failure and or related to "slip" or "slippage" for this product family (a3059) shows that six additional complaints were received. No new design or manufacturing trends have been identified. Unable to confirm or duplicate the end users reason for return as this device was initially sent in for routine maintenance and during this time we were not aware that it was involved in a complaint. This device has been serviced back to full working order and shipped back to the customer. An in-service is being recommended and due to the nature of this reported failure, the mayfield patient positioning for success chart has been provided to the customer for reference purposes.

Event description:
This is the 3rd of 3 complaints (similar problem, product, different incidents) linked to mfg report numbers 3004608878-2017-00160 and 3004608878-2017-00180. It was reported that there was a total of three slips/lacerations. The incident date reported is (B)(6) 2017. Attempts for additional information was requested and on 31may2017, the customer could not provide any further information.